Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The buttons had to be pressed more than once. Customer reported that the pump had diminished battery life. Customer reported there were scratches on the screen and they received no delivery alarm once a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.